Manufacturer narrative:
Block h6 (device codes): problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and visual evaluation noted that the catheter demonstrated signs of use in the form of elevator marks along the shaft. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assesssment was performed. Upon plugging the device into the controller, it displayed a live, clear image. No issues were identified with the image. No issues were observed with physical connectivity of the device. The device was fully articulated in all directions; no issues were identified with the image; no issues were identified with the image. Real-time x-ray was used to image the distal tip, including the through-silicon vias tsvs, redistribution layer (rdl), and camera wires. No damage was observed to the camera wires at or inside of the camera housing/cap. In the handle, no damage was observed to the printed circuit board (pcb) or camera wires. The handle was opened and the connection of the camera wires to the pcba was inspected. No abnormalities were noted on the glue feature. It was noted that the glue feature did not fully insulate the outer wires for power and ground. There was residue on the wires and breakout surrounding these wires that was likely from procedural events. Since the wires were not insulated, it is possible that if fluid was present in the handle it could short the connection between power and ground, resulting in the reported loss of image. Tweezers were applied to both wires simultaneously and the image could be toggled off and on. The reported event was confirmed. The failure of the unit can be traced to the insulation of the camera wires and the presence of fluid inside the handle. It is likely that fluid created a path for a short circuit between power and ground, resulting in the reported loss of image. Based on all gathered information, the most probable root cause for this complaint is caused traced to component failure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed in the bile duct on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii was lost approximately 5 minutes into the procedure while waiting for the probe to open. The procedure was reschedule due to this event. Reportedly, a plastic stent was inserted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed in the bile duct on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii was lost approximately 5 minutes into the procedure while waiting for the probe to open. The procedure was rescheduled due to this event. Reportedly, a plastic stent was inserted. There were no patient complications reported as a result of this event.